Manufacturer narrative:
The pipeline device was returned for evaluation. As received, the distal end of the pipeline braid was found not opened due to damaged braid; while the proximal end was found fully opened with damage. No other anomalies were observed. Based on the analysis findings the clinical observation was confirmed. We are unable to definitively determine the cause of the reported event. However, the damage to the braid on both ends is possibly the result of the physician resheathing the device more than the recommended two times. It is also possible that the damaged braid and the ¿severe vessel tortuosity¿ may have contributed to the reported event. Per our instructions for use (IFU): ¿resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during treatment of a saccular aneurysm located in the supraclinoid segment of the right internal carotid artery the device would not open distally. The device was resheathed and redeployed three times; however the device would not open as the patient had severe vessel tortuosity. The device was removed and the aneurysm was coiled. Post angiographic results showed aneurysm was occluded, and blood flow was restored. There was no report of patient injury.